Manufacturer narrative:
The complaint of subcutaneous catheter leak is confirmed and will be reported as user related. The complaint file indicates "that some days" after placement a hole was observed in the catheter. A small 's" shaped slit in the tubing was found on the catheter just distal to the tapered hub. The leak is found on only one side of the dual lumen catheter. The arcing, longitudinal slit found on the tubing contains characteristics associated with burst trauma secondary to over-pressurization. An attempt to flush the catheter from the juncture of the burst site failed. By placing the catheter under a magnified light source, pockets of coagulated residual material can be seen intermittently along the length of the catheter distal to the leak site. No other complications with the device are known. No manufacturing defect was noted during functional, tactual and microscopic examination. The catheter was returned with a solidified infusate distal to the leak site. The residual material has impeded the function of the catheter. A proper flushing protocol must be maintained in order to reduce the risk of occlusion. To help prevent clot formation and catheter blockage, the catheter should be flushed with normal saline after each use. The product IFU gives descriptive information and suggestions on maintaining the catheter. A lot history review (lhr) of reug0382 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "there was noted a hole in the catheter near the connection after some days of the insertion catheter was inserted on (B)(6) 2013". Additional information indicates that the leak was subcutaneous. A new device was placed.